Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) distal conductor fractured, outer insulation cosmetic esc and white substance and breached depression. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Follow up with clinic reported the lead was explanted and replaced due to fracture.

Manufacturer narrative:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) distal conductor fractured, outer insulation cosmetic esc and white substance and breached depression. Proximal segment returned and analyzed.

Event description:
Asku

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Additional information has been requested and not received.